Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the serter was not working and the sensor cannula was missing upon removal. The customer's blood glucose level was unknown. The customer's device was replaced. No further details were provided.

Manufacturer narrative:
A visual inspection of one opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base also, found the insertion needle separated from the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.